Event description:
Per complainant, her son damaged his technology hub while enclosed in his bed by chewing the face plate and chewing apart a few of the wires and she noticed the damage a few days before contacting sensory medical. Complainant stated the tech hub has been replaced with the cloth portal cover in the bed. Per complainant, the child is not injured. A picture shows a crack in the bottom right internal corner of the tech hub housing assembly. Another picture shows the wire (likely the radio wire) the child chewed on and the control insert which was removed from the tech hub. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical is sending replacement tech hub components. Sensory medical directed the complainant to use the portal cover while waiting for the tech hub replacement. Without the lot number, further investigation cannot be completed. The tech hub manual provides the following information: in the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.